Event description:
It was reported that during a robotic-assisted uterine cancer laparoscopic procedure, while docking the hugo arm and introducing an instrument, the sterile interface module (sim) displayed an error "sterile interface module not connected or non-functional. Arm sterile barrier may be open.". An additional message was displayed during scope introduction saying "insertion disabled. If docked, attach supported instrument. If draping/undocked, open port latch to move instrument drive unit." This was due to the sim not being properly seated by the hospital representative. Removal of the sim resulted in a known torque error, requiring the arm cart to be unplugged, reconnected, and recalibrated. The sim was replaced with a new unit. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continue to d10: product ID: mrasa0007 lot number:dm01244337 product ID: mrasc0002 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted uterine cancer laparoscopic procedure, while docking the hugo arm and introducing an instrument, the sterile interface module (sim) was not fully in place and displayed an error "sterile interface module not connected or non-functional. Arm sterile barrier may be open.". An additional message was displayed during scope introduction saying "insertion disabled. If docked attach supported instrument. If draping/un-docked, open port latch to move instrument drive unit.". This was due to the sim not being properly seated by the hospital representative. Removal of the sim resulted in a known torque error, requiring the arm cart to be unplugged, reconnected, and recalibrated. The sim was replaced with a new unit. There was no injury to the patient.